Event description:
As reported by the user facility: event 2: streamline is separating at the venous pod. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, the connection between the tubing and the arterial pod was observed to be broken off. The arterial pod was found to be damaged. The reported concern was unable to be confirmed to be the result of a manufacturing defect. The most probable root cause was determined to be a type of external force of pressure which caused the break. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. It should be noted that only the arterial portion of the set was returned; no venous line provided. Additionally, thirty-six (36) unused extra samples were returned for evaluation. The used sample was visually inspected and found the connection between the tubing and the arterial pod had been broken off. It was noted in the event description that the venous pod was separating; however, instead the arterial pod was found damaged. Furthermore, fifteen (15) out of the thirty-six (36) unused samples were visually inspected according to applicable specifications, and no defects or detachments were identified. Based on the results from the investigation, the defect was not confirmed to be the result of a manufacturing defect. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.